Event description:
The customer reported that she went to bed and woke up with high blood glucose over 500mg/dl. The customer gave herself 16.5 units of insulin. The caller stated that she changed out the infusion set and insulin was coming from the cannula. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. The customer removed the cannula and it was not bent. Performed the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.